Event description:
Customer's meter would not power on. Pt reported feeling high and low blood glucose symptoms. Pt was able to test with another meter and pt obtained a "178 mg/dl". Pt obtained the result 24 hours after testing with their lfs meter. No medical care beyond home treatment was received. No adverse event or serious injury occurred. Ccr walked pt through inserting the test strip with the contact bars end first and facing up, or by pressing m button. Ccr also walked customer through checking that the batteries were good and they were correctly installed (positive + side up). The meter still did not power on. Ccr replaced the meter.